Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
An optometrist reported a bilateral case of "2+" diffuse lamellar keratitis (dlk) with no clumping observed at day one post lasik procedure. The patient complained of blurry vision. The reporter indicated the topical steroid eye drop dosage was increased and an oral steroid dose pack was prescribed. Upon follow up, the reporter indicated the patient dlk issue has resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.